Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking out of the site. The patient also reported that she had an allergic reaction at the site and red bump at the location of the site which was recently got infected. No further information available.